Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 110 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that the act, down arrow, and other buttons did not work. Advised discontinuation of the insulin pump. The most recent blood glucose reading was 250 mg/dl. Nothing further reported.